Manufacturer narrative:
The investigation of access siter bleeding has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26007 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient (unknown race and ethnicity) post aortic valve replacement was implanted with an impella 5.5 device for mechanical circulatory support. Approximately two days after start of the support, a slight hematoma was noted on surgical access site to right axillary. Additionally, it was noted the patient had a decrease in hemoglobin along with hematoma above surgical site and to left groin from previous heart catheterization. The patient was administered one unit of red blood cells with a pressure dressing to the surgical site. The patient survived the event, and the pump was explanted after just under seven days of total support.